Manufacturer narrative:
Additional information was received from the customer. The customer reported that the device alarmed specifics on the infusion were provided as follows: diphenhydramine and dexamethasone mixed in 100ml of normal saline during infusions programmed to deliver an unknown volume over an average of 15-20 minutes. During the 15-20 minute infusions the device would alarm between 3-7 times and in efforts to resolve the issue the customer attempted to "raise pump, keep loop out of flow system". It was also reported that there were no adverse events as a result of these upstream occlusions, only interruption of infusion and delay of treatment.

Manufacturer narrative:
The device was not returned and the serial number is unknown. The customer stated that the device will not be returned for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms in the outpatient chemotherapy unit department during diphenhydramine and dexamethasone therapies (dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.